Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the initial report was submitted. The logs are irrelevant to this complaint as the clinical staff only reported that the purge disc retainer was broken. The console was returned. Upon examining the automated impella controller for any visible defects, it was evident that the blue purge disc retainer was broken. The cause of the issue was a broken purge retainer. D.2 common device name was revised from the initial submission in accordance with updated procedures. D.4 unique identifier (UDI) # was revised as it was previously entered incorrectly. D.6a and d.6b implant and explant dates were reported in error on the previously submitted report. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures.

Event description:
The complainant reported a 36-year-old female patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. The complainant reported the auotmated impella controller (aic) had a broken part on the purge disc holder, so medical staff replaced the aic. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.